Event description:
It was reported that there was a e360 ventilator with a malfunction of the display. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.